Manufacturer narrative:
A ge service representative performed an on site investigation. Based on info provided the following components have been ordered. Battery pack assembly and a battery charger pcb. It is believed that once the identified components is replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a follow-up report will be submitted as required.

Event description:
It was reported that the 9800 system displayed a hlf overtime error and charger failure. There was no report of pt injury.